Manufacturer narrative:
Insulin pump monitored for several days. Device received with all operating currents within spec and passed error test and displacement test. No unexpected battery out limit alarm anomalies noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high and low blood glucose level. Customer¿s blood glucose level was ranging from 40 something to 400 mg/dl. Customer declined trouble shooting for low and high blood glucose. Customer also stated that the insulin pump had off no power alert and did receive a low battery alert prior to the off no power alert. The customer was advised that the insulin pump needed to be replaced. The device will be returned for analysis.